Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the pacemaker had been incorrectly programmed in ddd mode instead of doo mode, which resulted in a brief pause. The issue was resolved as soon as the leads were properly secured into the pacemaker. The patient remained stable throughout the procedure.